Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 23 mg/dl at the time of the incident. The customer used glucose tablets to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The caller was unsure if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was completed and the caller believes the pump over delivered insulin. The caller stated the customer had gained weight. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08665 inches. The insulin pump uploaded to carelink pro web and generated all nine (9) summary reports and a 14-day daily report without any errors. No unexpected error message or communication anomalies noted during the upload or report generation noted.(B)(4).